Manufacturer narrative:
The tube was discarded and therefore, unavailable for failure investigation. The device history record for the lot number provided will be reviewed. Info has been added to the database for trending purposes.

Event description:
The customer reported receiving a tracheostomy tube that was too long by 10mm. Caller states that tracheostomy tube was placed in the pt and then removed and pt needed recannulation.